Event description:
It was reported an angio-seal vip was deployed without complications. The patient returned home and developed a 41 degree celsius temperature. She was admitted back into the hospital with a red and swollen groin. A culture was taken which revealed a staphylococcus infection. It was unclear when the infection developed. The patient was not diabetic or allergic to beef. The angio-seal was removed six says after it was implanted, and the patient was reported to be fine. Antibiotics were also given. The surgeon later reported that the patient had an acute infection in her superficial femoral artery which resulted removal of it. The femoral profunda was kept and then sutured. However, one day later, the groin began to bleed. The patient returned to surgery and the vessel was excised to remove the infection, and the patient returned to the ward. The surgeon indicated that she might lose her leg. The nurse manager stated that she was certain that it was not the angio-seal device that caused the infection.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously, and the patient monitored carefully. Surgical femoral of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.